Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. Preliminary confirmation is that the battery is aging and needs to be replaced. Getinge representative stated hospital staff stated that since this device has never been used by a patient in the hospital, the hospital does not intend to use it or replace the battery. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the daily charging and maintenance (pm) performed by the hospital engineer, the cs300 intra-aortic balloon pump (iabp) battery can no longer be charged. Once the power cord is unplugged, the machine will immediately shut down. The machine has been shut down and is currently not in use. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.